Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, a patient reported an issue with their infusion set. The cannula was found to be bent, leading to high blood glucose levels. The problem was noticed more than 3 hours after the set was inserted. At the time of discovery, the infusion set had been in use for one day. The insertion site was located on the patient's abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.